Event description:
The facility administrator (fa) at a user facility reported that a dialyzer blood leak occurred approximately 90 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse event, or medical intervention required as a result of the reported event. The patient opted not to complete treatment after it required recannulation due to an increase in their venous pressure. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information; d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A sample from the reported lot number was returned for evaluation. The returned sample could not be tested due to the level of the coagulated blood within the fibers of the dialyzer. The dialyzer was subjected to a destructive disassembly to better visually examine the polyurethane (pu) cut surfaces. Both screw flanges were removed and subsequent visual examination of the pu cut surfaces noted both ends to be intact; there was no visual damage, irregularities or separations identified. Subsequent visual examination did not identify any damage or irregularities; no kinked, looped or damaged fibers were noted. Further visual examination did not identify any voids. Once a dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The investigation into the complaint was unable to confirm the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) at a user facility reported that a dialyzer blood leak occurred approximately 90 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse event, or medical intervention required as a result of the reported event. The patient opted not to complete treatment after it required recannulation due to an increase in their venous pressure. The complaint device was reported to be available to be returned to the manufacturer for evaluation.